Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reciprocator device was broken and made a grinding noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the date the device was returned to the manufacturer was reported as 12/28/18 in the initial report and has been updated to 1/3/19. The actual device was returned for evaluation. The device was evaluated and it was determined that the device piston broke off of the gear box and there was a loud unusual noise and vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. It was further determined that the unit would not lock saw blade properly (failed pretest for saw quick coupling), the motor had a voltage drop and drew excessive amps, there was an unknown liquid inside the guide sleeve, failed pretest for oscillation frequency, corroded bushing for piston and the motor gear quick coupling and piston out of alignment. These conditions were found be be due to improper maintenance. A review of the service history record indicates that the device had not been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.